Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing without duplicating the report. An internal inspection of the device found no discrepancies. The main li-ion battery was replaced as a precaution. The device was recertified and returned to the customer.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.